Event description:
Healthcare professional reported a xen®45 gts event described as "when pressing to implant the device, implant did not glide correctly and therefore it wasn't correctly implanted" in the left eye. No eye injury reported and the gel stent was easily explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "when pressing to implant the device, implant did not glide correctly and therefore it wasn't correctly implanted" in the left eye. No eye injury reported and the gel stent was easily explanted.

Manufacturer narrative:
Device evaluation: although the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is confirmed since slider knob resistance was observed during functional testing. It is unknown why resistance was observed while advancing the slider knob, and a root cause cannot be identified. No further evaluation.